Event description:
The patient underwent a r0 pylorus-preserving pancreaticduodenectomy, en-bloc resection and reconstruction of superior mesenteric vein, cholecystectomy, retroperitoneal lymphadenectomy and reconstruction by end-to-end venovenostomy, end-to-side retrocolic pancreaticojejunostomy, end-to-side hepaticodocojejunostomy, and anticolic duodenojejunostomy. Five hours into the procedure, the draeger anesthesia machine was alarming 'back-up battery low.' The anesthesiologist checked the connection of the power supply, and it was connected. The anesthesiologist asked the anesthesia technician to contact the manufacturer representative, and the representative asked them to check the connection again. The connection was adequate (machine was plugged into wall power supply), but the alarm kept going off. The anesthesiologist asked for an ambu-bag to connect to oxygen in case the machine shut off during the case, and while they were preparing another machine. When the anesthesiologist turned around, the screens on the anesthesia machine were blank and the machine had shut off. The anesthesiologist had to manually ventilate the patient until the new machine was connected. There was no patient harm.the drager service representative found that this machine had a bad power supply and replaced it. The machine met manufacturer specifications after the unit was replaced.